Event description:
It was reported that the vns patient passed away on (B)(6) 2012. The cause of death and its relationship to vns are unknown. No further information relevant to the patient¿s death has been received to date.

Event description:
The cause of death was obtained and listed as chronic viral (B)(6), diabetes mellitus without complications, mental and behavioral disorder due to use of tobacco, essential (primary) hypertension, chronic obstructive pulmonary disease, hepatic failure, other unspecified cirrhosis of liver, and other unspecified convulsions. Based on the information available, the patient¿s death is unlikely related to vns.